Event description:
It was observed during the device inspection, that the duodenovideoscope had air/water tube with foreign material, air/water cylinder with foreign material, the adhesives of objective lens appears to have a mixture of foreign material and corrosion. The adhesives of light guide lens appears to have a mixture of foreign material and corrosion. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. No physical damage was found where the foreign material remained. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, and although the foreign materials were confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.